Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): transmitter battery lasts approximately 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter in use was outside of the 3 month warranty period. No additional patient or event information was available.